Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. The device history records were reviewed and no complaint related issues were found. Visual exam noted the device broken into two pieces, with surface abrasions of the shaft and the handle appears worn and faded. Physical dimensional verification was found impossible due to the damage exhibited by the device.

Event description:
While trialing for an anterior lumbar interbody fusion (alif) at levels l5-s1, the tip of the trial spacer handle ((B)(4)) broke off in the trial spacer ((B)(4)). The trial spacer was removed, and surgeon used next size trial spacer to implant the synfix-lr implant. This complaint is on the trial spacer handle ((B)(4)) and this is 2 of 2 reports for the same event.